Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited. No disposable clamp tubing" alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. Unable to repeat customer's reported problem in that the pump alarming "low battery" and "no disposable clamp tubing" issue during the investigation. No disposable, and high pressure alarm messages were found in the pump's event history logs with "low battery" after pump turned on. The "no disposable clamp tubing" issue possible was caused by the fluid ingression that was found on the pump by the chassis base of the downstream occlusion sensor. The "low battery" was caused by low batteries voltage were in used. No actions for the low battery issue. It was recommended that the downstream occlusion sensor be replaced. B5) customer provided additional information that the reported issue did not occur while in use with a patient.